Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s928usqs5czd2 hardware: sm-s928u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose greater than 300 mg/dl while wearing the pod between 36 and 48 hours. The adhesive completely separated from the (leg) causing the cannula to dislodge.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported cannula dislodging could not be determined. A leak test was conducted successfully; no leaks were observed. Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear. Investigation of the bottom housing indicates that the adhesive was properly welded to the device, and no damages or defects were observed that would contribute to the pod adhesive failing to adhere. The cause of the adhesive failing to adhere could not be determined.